Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia due to the insulin pump supplies getting locked into the moving van. The customer's blood glucose level was over 500 mg/dl at the time of the incident. The customer stated that they were hospitalized in (B)(6) 2018 due to a urinary tract infection causing uncontrollable blood glucose. The customer was hospitalized two times in the last year. The device will not be returned for analysis.